Manufacturer narrative:
Additional codes added to section h6 evaluation code result and conclusion. H3 device evaluation summary: one breath delivery (bd) power controller board and one bd central processing unit (pcu) was received for failure analysis. One bd cpu board was received for failure analysis. After the completion of the self-tests, the self-test screen displayed a serial number mismatch message. Software was reloaded onto the ventilator. The reported event that a ventilator was "inoperative" and was in a safety valve open condition was not duplicated. The observed serial number mismatch message was expected, as the bd cpu board was still programmed to the customer¿s ventilator. The likely cause of the event was isolated to software design issue. The event is included in trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic service engineer (se) inspected the device and replaced the breath delivery (bd) printed circuit board (pcb) and the bd power controller pcb. The unit passed testing and operated within the manufacturing specifications. The bd pcb and bd power controller have been returned to medtronic for further evaluation. A supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator was "inoperative" and was in a safety valve open condition. The unit was reported to have displayed "unable to ventilate". The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.